Manufacturer narrative:
The lens was returned dry in a micro centrifuge vial. Visual inspection found the lens to be curved in and lint fibers on the lens. (B)(4).

Manufacturer narrative:
This product is manufactured in the us, but not marketed in the us.(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicm5_12.6 implantable collamer lens, -8.5 diopter, in the patient's right eye (od) on (B)(6) 2017. The lens was explanted on (B)(6) 2017 due to excessive vaulting. The lens was exchanged for a shorter lens and the problem was resolved.